Manufacturer narrative:
Customer technical services (cts) assisted customer with performing and completing a load sequence. The customer was able to load a cartridge successfully and resume insulin delivery.

Event description:
Pt reported she had problems completing a load sequence on the pump and her mother took her to the hospital.